Event description:
During an attempt to implant a venacava lp filter, the physician met some resistance just prior to placement of the filter while still in the sheath. Filter was implanted too high, with one leg of the filter in the renal vein. A film review showed the patient was not protected from pulmonary embolism (pe); a manufacturer representative suggested placement of a second filter to prevent pe. No serious injuries were reported.

Manufacturer narrative:
In a review of the procedure films by a manufacturer representative, it was evident that the procedural complication was due to an improper technique or a technique related issue. No product malfunction or serious injuries were noted in the film review. Confirmation has been received from the physician that a second vena cava filter was not implanted despite the manufacturer recommendation.